Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead became extrinsically distorted due to over-rotation. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the helix does not extend due to distal conductor distorted and fractured in the connector from over-rotation (spin).

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right ventricular (rv) lead dislodged. X-ray revealed it pulled back into the superior vena cava (svc). During the repositioning attempt, it was noted that the helix took more than the usual number of turns to extend. There was difficulty removing the stylet from the lead, but the style was able to get out; then the helix would not retract. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.